Event description:
It was reported that this implantable lead had an infection issue. Reportedly, the patient was in the hospice care and wished to have the therapy turned off. The patient had been using a magnet over the pocket site but was now causing an infection on the chest. The case has been referred to the clinic to turn off the therapy. No adverse patient effects were reported. The implantable lead remains implanted.